Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter extension set. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis, manifested by cloudy effluent, coincident with peritoneal dialysis therapy. On the same day, the patient was hospitalized for the event and began treatment with vancomycin (intraperitoneally, daily, dose not reported) for peritonitis. Eight days after being hospitalized, the patient was discharged. The cause of the event was unknown. Dianeal therapy was ongoing. At the time of this report, treatment with vancomycin was ongoing and the patient was recovering from the event. No additional information is available. This is report 3 of 4.